Event description:
Customer reported an issue with the accutorr v monitor, which may have resulted in a loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service reps replaced the cpu board. Unit calibrated, safety tested to factory specifications.